Event description:
A customer reported to baxter (B)(4) that a foreign particle was found in the cassette tubing. No patient injury or medical intervention is associated with this report.

Manufacturer narrative:
(B)(4). One unused cassette was received in reference to particulate matter. The cassette was visually inspected. What appeared to have been a gel (embedded particle) in the tubing was noted. The complaint was confirmed in the lab for particulate matter. There were no product nonconformances related to particulate matter associated with this batch of production. Based on the information obtained from baxter's investigation, the root cause of the particulate matter was consistent with the buildup seen on the pin bushing during the extrusion process. Polyvinyl chloride (pvc) is known to build up and can break free from the pin/bushing and become embedded in the tubing. The build-up usually turns brown or black in color (depending on how long it resides on the pin/bushing).